Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results predicted from three different patient samples processed using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Patient 1: 0.071 ng/ml vs. <0.012 ng/ml; patient 2: 0.129 ng/ml vs. <0.012 ng/ml; patient 3: 0.146 ng/ml vs. <0.012 ng/ml. The falsely elevated vitros tropi es results were detected prior to being reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of inappropriate medical action or patient harm due to the falsely elevated results. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results were predicted from three different patient samples using two different lot of vitros tropi es reagent when processed on a vitros eciq system. A definitive assignable cause for the event could not be determined. An ocd field engineer performed service actions to optimize analyzer performance. Vitros tropi precision testing performed following the service actions demonstrated acceptable performance. However, vitros tropi precision testing was not performed prior to the service actions, therefore a possible instrument issue contributing to the event could not be confirmed. No vitros tropi reagent issue was identified, however a reagent issue also cannot be ruled out as a contributing factor. The root cause of the non-repeatable falsely elevated vitros tropi es patient results is unknown.